Event description:
The customer reported that the system intermittently displayed filament and communication error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and high voltage connectors were cleaned and resealed. The filament was calibrated, the generator was checked and high voltage arc test was performed. The system was tested and found to be working as intended and put back into service.